Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to change the infusion set sooner than the expected three days. The customer states they smell insulin and his blood glucose is rising. The customer's blood glucose is 375 mg/dl to 400 mg/dl. The customer treated and declined troubleshooting for their blood glucose.